Event description:
It was reported that during a bowel procedure, on the 1st attempt, the stapler destroyed the staple. On the 2nd attempt, the stapler broke and a small piece came off the device. The piece was found and was not left in the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4) - saddle pin. Additional information: the surgeon was handed the device with the retaining cap off of the cartridge and placed into the device by the tech, when he tried to close the device the staples started to fall out and he could not close it. It was not used on the patient and a second device was used to complete the procedure the analysis found that one ntlc75 device was returned with the saddle pin loose, one of the bearings loose, and without a reload present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.